Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient's father that the patient's blood glucose level rose to 400 mg/dl while wearing the pod. The father reported being unsure if the cannula was properly seated in the infusion site after not seeing "injection point" and insulin began leaking on the skin. When the pod was removed, the cannula appeared bent. The father placed a new pod and then went to the hospital. The patient was feeling nauseous and had to go to the bathroom frequently and ketones were measured to be 6 (unit unknown). At the hospital, the patient was treated with saline solution through an IV. The patient was released the following day and the father went to the pharmacy and bought elotrans to help balance electrolytes and glucose. The pod has been discarded.